Manufacturer narrative:
While reviewing the file, this appears to be biomed info, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregards any reports associated with it.

Event description:
It was reported the device exhibited error 1870 and that the resvol 31.8ml at rate 2.2, volume given 74.2ml. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.